Manufacturer narrative:
Result: timing links.

Event description:
It was reported by service report that the head right siderail and the foot left siderail timing link were broken with exposed sharp edges. No pt involvement or adverse consequences are reported.